Event description:
Pt had surgery for whipple procedure. Returned to surgery where anastamosis was found to be bleeding per surgeon. Ethicon stapler used. Did not work correctly/poss. Malfunction. Rep from ethicon spoke to surgeon.